Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This complaint is related to MFR 16955.

Event description:
The customer reported having used the gastrointestinal videoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Additional information: d8, h3, h6. Correction to a1 of initial med watch. The device was returned and evaluated on related MFR 16955 where an additional potential adverse event was confirmed where foreign material was noted in air/water cylinder and tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user was not informed when the bacteria was detected by the pathology testing company and the device was not isolated when the user performed sampling for the culture test. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.